Event description:
It was reported that, during set up, it was noticed that the glenosphere con trial 2mm mod was broken. Procedure was performed, without any delay, with the same device. No patient complications were reported.

Manufacturer narrative:
The part has not yet been received, but photographs were provided. Evaluation of the photos identified that the center post of the glenosphere trial was broken off from the body of the line. The failure was confirmed. If the part is later returned to integra this investigation may be reopened and updated. According to risk documentation for the rss system, probable causes for instrument breakage or damage include inadequate design, inadequate or incorrect surgical technique, and normal wear. As the part associated with this complaint was manufactured in 2014, wear is further supported as the most likely cause for the failure of the center post. If the part is later returned to integra this investigation may be reopened and updated.